Manufacturer narrative:
No conclusion code available, external insulation abrasion breaching the optim sheath was noted at 10.3-10.5 and 30.2-30.4 cm from distal tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.